Event description:
It was reported that a speaker malfunction occurred. It was unknow if the device emits sound or not. It was unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the functional testing confirmed that an error message for a "speaker malfunction" is displayed. The speaker produced sound although it was noted as audio is low. Although the speaker was confirmed to be functioning audibly and only producing a speaker malfunction inop error during testing, it was not confirmed if the device was producing sound at the time of the event. The speaker has been replaced per current process. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.